Event description:
Ems crew was on scene with pt who was in full arrest. Crew member turned the monitor on and placed the d-fib pad on the pt was the other crew did CPR. After the pads were in place, it was noted that they were not showing a connection. They were unplugged and plugged back together and got connection but when the crew member let go of the connection, the connection was lost. Crew member held the plug together as the pt was in v-fib, the monitor was charged and delivered a shock. Pt had the normal full body muscle contraction, so we knew it worked. A second set of pads were taken out of packaging and same type occurrence-would not stay connected without crew member holding the connection together. During the course of the code, the pad connector was held together when needed for d-fib. The pads did stay connected on their own for some of the time but other times required a crew member to hold the connector together for a connection to work.